Event description:
It was reported that when using bd preset¿, the blood collected in the product began to coagulate and exhibited blood clots. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were submitted for functional tests, and all samples fall comfortably within the effective range. Analytical testing of the retained syringes could not confirm the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.